Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for the fractures of the proximal humerus with the nail, screw, and screwdriver in question. During the nail insertion, the blocker pins were inserted at the proximal and distal bone fragments, and the nail was inserted. Before the proximal locking, when the surgeon adjusted the bone and nail rotation, the second fracture occurred around the distal blocker pin, and there was a fracture line near the proximal hole of the distal locking. The surgeon decided to fix using a single screw for distal locking because the intramedullary occupancy of the nail was high. During the distal locking after the proximal locking, the surgeon could not detach the screwdriver from the inserted screw and the screw came out with the screwdriver. The measuring scale was 22mm and chose the 24mm screw. The screw tip was out of bone about 1.5mm ¿ 2.0mm and the screw length seemed to be proper. The surgeon checked the situation and confirmed that the screw was hold slight strongly by the screwdriver. After the screw and screwdriver detached, the surgeon attached and detached the same devices a few times, but the same event occurred. The surgeon used other 26mm screw and the same screwdriver, and this event improved, and the 26mm screw was inserted. The screw locking was not well due to screw reinsertion, and the surgeon decided that unscheduled screw be inserted to the proximal hole of the distal locking. The screw was inserted near the fracture part, but the fixation strength was gained. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for an unk - nail. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.